Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, retested and returned to the customer. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
Case #: (B)(4) case subject: npi 8015 error code 120.4540 account name: mcallen medical center account #: 1429300 asset name: 8015ls pcu dom v9.33.1.2 a/b/g asset location: contact: roger taoia contact email: contact phone: contact mobile: patient or user involvement: no patient or user harm: no case description: 8015 sn: (B)(4) customer want to know the part number for the power supply board. The customer stated that the error code was 120.4540. Once I looked up the error code I asked the customer was he using third party batteies. The customer stated yes, I want on to explain to the customer that 3rd party batteries will burn out the board. I also explain to the customer that if he buys the power supply board and he receives this error again it do to that the battery is burning out the boards. To fully correct this problem you would need to also replace the battery as well as the power supply board. Failure device type: alaris system instrument failure problem type: 8015 failure mode: troubleshooting/ error codes case resolution: the cusotmer received the part number for both the power supply board and battery. But, once I looked up the error code I asked the customer was he using third party batteies. The customer stated yes, I went on to explain to the customer that 3rd party batteries will burn out the board. I also explain to the customer that if he buys the power supply board and he receives this error again it's due to that the battery is burning out the board. To fully correct this problem you would need to also replace the battery as well as the power supply board.